Event description:
It was reported that the customer went to the emergency room with blood glucose levels greater than 500 mg/dl. It was stated that the insulin pump was exposed to moisture, then alarmed button error. Troubleshooting was performed, but the insulin pump continued to alarm. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had cracked case at display window corner, cracked reservoir tube and cracked battery tube threads.